Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignat pain indications for use. It was reported that the handset was going to the restart application mode, and it continuously does this. The patient stated that it took approximately 2-3 minutes before it will go to connecting to the pump and then it will be another 2 to 3 minutes before, they can deliver the bolus. The patient confirmed that it was getting stuck at 90%. The patient was getting 8 boluses per day. The agent walked the patient through closing out of the applications and clearing data. The patient was able to connect to the pump. The troubleshooting steps that were taken on the call resolved the issue. The patient mentioned that they were able to use the handset perfectly.